Event description:
Pump was set to deliver 125 ml/hr. Container was mentally noted to be full (one liter) at 7:00am. At 9:00am the container had only 300 ml remaining. There was no illness, injury or medical intervention resulting from the event. One pt involved.